Manufacturer narrative:
Correction: g3 - company representative should not have been checked.

Event description:
New information received noted that the patient would continue to be monitored; no programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed several non-sustained over-sensing episodes due to possible lead noise. Programming changes were discussed; no intervention was reported. Patient condition could not be obtained.

Event description:
New information received noted that the right ventricular lead exhibited noise. Programming changes were discussed; no intervention was reported. The patient would be monitored.